Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at a follow-up in clinic. Upon interrogation, the pacemaker exhibited an elective replacement indicator (eri) alert. However, the battery voltage indicated that the eri alert was false. The physician explanted and replaced the pacemaker. The patient was in stable condition.

Manufacturer narrative:
Date of implant should have been (B)(6) 2016 instead of blank.

Manufacturer narrative:
The reported field event of premature elective replacement indicator was confirmed in the laboratory. Visual examination revealed header delamination occurring between the header and can attachment, which allowed body fluids to enter the header attachment area. Impedance measurements performed on the feed-through pins indicated low impedance between the pins. Further analysis revealed the body fluids entered the delaminated area which caused shorting between the feed-through pins, resulting in the reported issues. A manufacturing anomaly may have occurred that resulted in the header anomaly.

Manufacturer narrative:
The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Manufacturer narrative:
The reported event of premature elective replacement indicator was confirmed. As received, the device battery was at end of service (eos) voltage level and output anomalies were observed. The device was cut open to enable further testing and the battery was found depleted. Hybrid circuitry was tested by connecting to an external power source and results indicated high current drain. Additional tests were performed by separating the header from the case to perform a dye penetration test on the feedthrough component. Test results indicated a feedthrough breach affecting the devices hermeticity, resulting in damage to the hybrid and battery depletion, consistent with the reported events. Additionally, visual inspection of the header attachment area also revealed header delamination occurring between the header and case. As a result of these findings of a feedthrough breach and header delamination, abbott is performing further investigation. Additional information: h6 results code, h10 continued analysis statement.